Event description:
The device was used during a laparoscopic procedure. Reportedly, the balloon broke. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.